Event description:
It was reported that a manufacturer representative completed a physician-mode-recharge and the device indicated end-of-service. The patient had previous discharges. This was the third strike. The cause of the overdischarge was not known, though it was thought that the patient had other medical issues and had stopped recharging for a period of time. The patient was waiting for the stimulator to be replaced. Additional information received from the hcp reported that the cause the event was normal battery depletion. The hcp did not know if surgical intervention had occurred yet as the patient was no longer seeking treatment with them.

Manufacturer narrative:
(B)(4).